Manufacturer narrative:
Citation: miyano, r., md. (2026, april 22-24). Tissue expander in primary breast reconstruction: a comparative study on the incidence of complication at a single placement site. 69th annual meeting of the japanese society of plastic and reconstructive surgery. Tokushima, japan. Presented: april 24th. Continued e.1 phone number: (B)(6). The events of infection, seroma and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: unspecified infection, seroma, exposure.

Event description:
Healthcare professional, in conference titled "tissue expander in primary breast reconstruction: a comparative study on the incidence of complication at a single placement site", reported: "infection, seroma, exposure". This record comprises 176 patients. Some of the devices were explanted.